Event description:
Consumer called to report a needle breakoff during injection. Needed to call an ambulance and was transported to the hospital for removal of the needle.

Manufacturer narrative:
Product has not been returned, lot number that the consumer reported was not a bd insulin syringe. Unable to conduct quality investigation. Complaint history check performed on the reported lot number yielded no other complaints. On similar complaints where product has been returned, examination revealed that the cause of the break was ductile fracture, which normally occurs as a result of bending and restraightening of the needle, usually indicative of consumer reuse.